Manufacturer narrative:
The catheter was received at numed (B)(4), inc. The catheter arrived extremely dirty with blood and contrast. The outer tubing was in 2 pieces. The inner tubing was removed from the outer tubing and was stretched and had an accordion like look to it. The inner tubing was cut in multiple length pieces. The balloon had burst longitudinally and circumferentially. The tip and a portion of the balloon was 1 piece, and the other part of the balloon was still attached to the outer tubing at the proximal balloon bond. A review of the report from the physician shows that this device was being used off label for an unapproved indication. It is also noted in the report that they state that the balloon seemed to be stuck on the wire. In the instructions for use, there is a precaution that states - "if resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gentle twisting motion combined with traction." There is also a potential complication/adverse effect listed that states - "potential balloon separation following balloon rupture or abuse and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces." It is likely that when removing the burst balloon, it caught at the end of the introducer sheath and the distal tip portion was ripped off. The user should have followed the above instructions for the removal of the device when resistance was met. Two comparative catheters were pulled and tested for rated burst pressure. Both balloons were inflated with room temperature water to the labeled rbp of 2.0 atm with no issues. The balloons were then taken above rbp until they burst. One catheter burst at 3.5 atm and the other one burst at 4.0 atm. Both catheters were well above the labeled rated burst pressure.

Event description:
As per the incident report sent to numed (B)(4), inc. From the distributor - "balloon ruptured during bav. Balloon seem stuck on wire after bav. During removal of balloon, balloon breaks of in distal tip."